Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they have experienced mobility, exposed roots and root pain, discomfort and inflammation. Requested additional information and updated video. Asked patient to stay in step 4 lower aligner.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.